Manufacturer narrative:
Additional information has been requested. Manufacture date cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient was implanted at l3 - l5 with click x construct; post operatively rods were noted to have slipped out of the lower screws. Patient was revised to all uss instrumentation. This is the second of two reports for this event.